Manufacturer narrative:
Power management (pm) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management pcba will be installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and the ventilator powered up from ac and delivered breaths, however, the unit displayed 5 v supply failed and primary alarm failed. The ventilator logs displayed diagnostic error codes: 1118 and 1102. During debugging the u12 on the pm pcba was removed and replaced. Fi technician performed a normal ventilation mode runtime for two hours and the unit performed as intended without failures. The ac led indicator was able to turn on and the test ventilator did not display any error codes. No further testing required.

Event description:
The customer reported 1118- 5 v supply failed. The customer reported no patient involvement.